Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. However, the insulin pump was received with a corroded battery tube. The insulin pump was monitored and no blank display was noted. No error alarms were noted during testing. The insulin pump had multiple alarms due to a corrupted history file. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
The customer reported via phone call that they received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 15 mmol/l. It was also found the insulin was able to turn back on, but the customer had a unexpected restart alarm. The insulin pump also passed a self-test during troubleshooting. Customer also reported a signal too low alarm and displayable history failed on start up alarm were present in the alarm history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.